Event description:
The nurse called to report that the patient was treated with cosmoderm to the nasolabial folds and glabella lines. Within 8 hours, the patient had burning, itching, redness and hives to the treated area and also radiating down the neck. The patient applied ice and took one benadryl orally.

Manufacturer narrative:
Device evaluation summary below: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.